Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had loose connector and was released. The patient with nasal bleeding, was performed airway control by medical endotracheal intubation. It was found that endotracheal tube joints was loose, and routine tracheal intubation after hard tighten. However, in head and neck surgery, head low surgery, there still appeared catheter joints releasing out. If not found in time, it would lead to a drop in blood oxygen patients, and threaten the patient's life. There was no reported patient outcome.